Event description:
Adverse event(s): "delay" (no code available). Product problem(s): "system message" (device displays error message). A nurse reported system message was displayed and could not be cleared. They tried rebooting the system but were unsuccessful. The system was switched to complete the case. Delay time was reported to be under 30 minutes. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and duplicated the problem reported. The host assembly was replaced and sent for in-house evaluation. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. The host assembly was returned and evaluated. The system message reported was confirmed; however, the non-conformity seems to be intermittent. The root cause of the customer reported event is unknown. (B) (4). (B) (4). (B) (4).